Manufacturer narrative:
The user facility has notified arthrocare that it will not be returning the device for investigation as it was not suspected of malfunctioning. It is unknown exactly how the patient was burned by the coblator ii controller. The user facility reported the device may have been accidently turned on. The coblator ii controller is a generator that is used with arthrocare ent plasma wands in tonsillectomy and/or adenoidectomy procedures. The coblator ii controller is not used in orthopedic procedures of the knee. There is no record of the wand that was connected to the coblator ii generator when the burn occurred. The generator cannot deliver energy to the patient without connection to a wand and activation of the wand with a foot control.

Event description:
Per medwatch report provided by the user facility in 2007, a clinical incident was reported to arthrocare corporation. The medwatch provided the following information: "female suffered a cautery burn. The arthrocare unit was on the field and accidently turned on. The unit was not suspected of malfunctioning." The user facility confirmed the patient had sustained a third degree burn to the patient's inner thigh during an orthopedic procedure of the patient's knee. The burn measured 5 cm by 1.5cm in size. The patient's burn was treated with silvadene cream. The patient is currently under the care of a plastic surgeon. It was reported the patient will require additional treatment for the burn.